Manufacturer narrative:
This MDR is a result of an investigation finding that showed foreign matter in a fluid path. The complaint of black residue within the unit packaging was confirmed and the cause appeared to be associated with the manufacturing/packaging process. Three photographs and one 18gx1.25in nexiva device from lot: 5148484 were provided for investigation. A dark colored particulate was observed on many surfaces of the 18g nexiva device. Testing was performed to identify the composition of the particulates and testing determined it to most likely by polycarbonate. The unit package had been opened, which indicates the origin of the dark particulate could not be determined with certainty; however, the material was likely introduced during manufacturing or packaging. There are no other similar complaints of foreign matter from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored to identify any emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that customer received 1 pack which are black/dirty. Looks like there is ink or other dirt like soot or smut. Additional information from mail received on 12 jan 2026. Visible contamination by black particles in the sealed sterile transparent packaging.